Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released the reported complaint that the right-side band went slack on the autopulse nxt platform (sn (B)(6) while the left-side band shifted and delivered compressions only to the left side of the chest was not confirmed during functional testing. The autopulse nxt platform functioned appropriately and performed as intended. The most likely cause of the reported problem is that the right-side pin of the band was not fully inserted into the band belt spool, resulting in band slack. The archive log file contained no recorded faults or alerts near the reported event date. The autopulse nxt platform passed the preliminary functional testing without errors. The platform was tested using the large resuscitation test fixture (lrtf) with two batteries until completely discharged, with no faults or errors detected. The nxt platform was further tested with a medium zoll torso fixture (mztf) until the battery was completely discharged, with no faults or errors detected. The autopulse platform functioned appropriately and performed as intended. Following service, the autopulse nxt platform passed all testing criteria.

Event description:
The customer reported that the crew attempted to deploy the autopulse nxt platform (sn (B)(6) on a patient. The customer stated that, to the best of their knowledge, the nxt band (lot # unknown) was correctly attached to the nxt platform. Upon initial inspection, both sides of the nxt band appeared to be in good working condition. The nxt platform was used on a concrete surface, and no audible alerts or visible faults were displayed on the control panel when it was powered on. According to the customer, the band initiated correctly; however, shortly thereafter, the band on the patient's right side went slack. Simultaneously, the left-side band shifted and began contracting irregularly, delivering compressions solely to the left side of the patient's chest. No one on scene noticed any warnings or lights on the platform's control panel. The use of the nxt platform was discontinued, and manual chest compressions were initiated. The crew inspected the nxt platform and attempted to redeploy the device, but the same issue occurred. After a third unsuccessful attempt, manual compressions were continued for the remainder of the encounter. No consequences or impacts on the patient. The crew on scene did not have a replacement band available, so the band was not replaced. Post-incident, during decontamination of the device back at the station, it was noticed that the right side of the nxt band appeared shredded/torn. The band was subsequently disposed of due to biohazard concerns from the call. The nxt platform was tested with another nxt band and worked without issue.